Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush xs package stain soaked through tyvek. The following information was provided by the initial reporter: we have had an issue identified in our production room of the above code with what appears to be a stain on the inside and outside of the unit pack. This staining appears on multiple packs, across the whole width of a group of unseparated syringes. The staining appears to be larger on the inside of the unit pack indicating something has soaked through the tyvek layer. We have blocked the stock pending your feedback. 19 dec- it is 1 box of 30.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot numbers 4039286, 4053658, and 4067519. The review did not reveal any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality team. Fourty-eight (48) unopened syringes were returned with eighteen (18) belonging to lot 4039286, fifteen (15) belonging to lot 4053658, and fifteen (15) belonging to lot 4067519. Brown staining was confirmed on both the inside and the outside of the packaging. Lot 4039286 had seventeen (17) packages with brown staining on the outside and no packages with brown staining on the inside. Lot 4053658 had fourteen (14) packages with brown staining on the outside and no packages with brown staining on the inside. Lot 4067519 had one (1) package with brown staining on the outside and eight (8) packages with brown staining on the inside. The brownish spots on the packaging can occur during the steam sterilization process. This is a cosmetic defect only and the integrity of the product and the sterile barriers is not affected. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ 10ml saline flush syringes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.